Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
A philips clinical application specialist (cas) called on behalf of the customer and reported "no red alarm for what the customer considered 18 beats of v-tach. Only non-sustained v-tach alarm noted. The customer requested clarification of non-sustained v-tach alarm notification". The device was used for monitoring at the time of the alleged malfunction. No death or patient / user injury or harm was reported.